Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored during low blood glucose alert. No boluses were delivered or could be delivered during low blood glucose alert. The insulin pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced a low blood glucose event and that their insulin pump over delivered insulin. The customer's blood glucose at the time of the event was 44 mg/dl. The customer treated with food. The customer reports that their insulin pump continued to deliver insulin past the threshold suspend limit. The insulin pump will be returned for delivery.